Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized and no delivery alarm on the insulin pump. The customer's blood glucose level was 548 mg/dl. The customer was treated with bolus and injections. The troubleshooting was performed. It was explained to the customer that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. The patient was advised to change the entire infusion set. The customer was advised that the insulin pump will need to be replaced per healthcare provider request.